Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg) and the finding that the external force applied to the distal end of the subject device because it was found the damage on the bending section and the crack of the light guide lens, omsc surmised there was the possibility this phenomenon was attributed to the deterioration of the glue of the distal end on the subject device due to the applying the physical stress by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the distal end including the bending section rubber of the subject device was fallen off before the unspecified procedure. The service department of olympus (B)(4) (oekg) checked the subject device and found that the distal end cover of the subject device was gone. There was no patient injury associated with this report.